Event description:
It was reported, the 3.2 x 50 mm k-wire would not advance through the sleeve. There must have been a burr or something inside the k-wire sleeve. We have tested post case too and have determined that this sleeve needs to be replaced. It could be wear and tear.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.